Event description:
During recertification of a baxter pump, functionality testing was completed. During the testing, the device failed to auto restart after downstream occlusion testing. There was no pt involvement.

Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of spec in relation to the failure to auto restart, which was reproduced while running an infusion. During the eval, the downstream sensor current reading was elevated and out of spec with a fluid filled set loaded. The downstream sensor was replaced to correct the condition.